Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. Also, any error had not logged in the memory of the subject device. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the failure of the pressure sensor mounted on the main board due to the aging deterioration because eight years and seven months had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before a procedure, it was found that the subject device was turned off after 10 minutes. In addition, the field service technician found on-site that the alarm sounds were generated and the indicators on the front panel of the subject device were not lit up after the subject device was turned on. There was no report of patient injury associated with the event.